Event description:
Patient reported right side ¿swelling¿, ¿seroma¿, ¿capsular contracture¿, ¿microcracks, rupture¿, ¿¿pain¿, ¿deformity" and "psychological damage". Device remains implanted. Healthcare professional reported "no rupture of the prostheses."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker IV grade capsular contracture, seroma, edema.